Event description:
It was reported that the patient¿s muscles were very loose and she wasn¿t able to stand. It was thought that the patient was getting too much baclofen. This started about two days prior to the report. The patient didn¿t notice it because she was being treated for a urinary tract infection (uti). She had the infection for two weeks and she just got the medication for it on (B)(6) 2013. The device system was used to deliver baclofen 500mcg/ml at 40.07mcg/day. It was later reported that the dose was decreased from 40mcg/day to 35mcg/day. The patient¿s legs were ¿very floppy.¿ two weeks ago, the patient had a dose increase from 30mcg/day to 40mcg/day because she was very tight. The patient was not taking any oral medications. It was later reported that the event was not due to the therapy or device system, although it was unclear if this was referring to the uti or the patient getting "too much baclofen". The patient outcome was reported as ¿no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).